Manufacturer narrative:
Product analysis conclusion; the device returned with the graft partially deployed. A kink was observed on the graft cover 2.1cm from the tip. Bunching was visible along the graft cover. The back-end wheel was partially open. The reported kink was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device received, however it was reported that the patient had an unknown infectious disease so device evaluation will not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui stent graft was planned for use in the endovascular treatment of a patient for a 70mm abdominal aortic aneurysm. It was reported that during the index procedure, a balloon was used for pre-dilation before introducing the aui device. The delivery system could not be advanced and was withdrawn. The outer sheath was wrinkled/kinked and could not be used again. The device was replaced with a smaller 25mm aui device and the procedure was completed. As per the physician, the cause of the event was anatomy related as the vasculature was noted to be poor and calcified. No additional clinical sequelae were reported and the patient is fine.